Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could not be determined.

Event description:
End user emailed customer service stating "hi I bought a box of 100 insulin syringes and I am not satisfied with the quality they hurt really bad sticking in the skin and jammed up many times I would like a replacement box sent to my house if possible I am disabled". Product details were unable to be collected from user.